Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that spectra penile prosthesis (spp) device replaced due to patient preferred 3 piece device on (B)(6) 2018. A new 18cmx12mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.